Event description:
It was reported that during a prostate procedure, tip break was noted after 260,000j and 29 minutes of fiber use. The tip of the fiber was not cleaned during the procedure. A second fiber was utilized to complete the case. The patient's condition following procedure was reported as stable.

Manufacturer narrative:
Analysis of the device revealed that the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber/glass cap also exhibits circumferential fracture on the proximal side of fiber/cap fusion zone of the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The distal tip of glass cap and metal cap are detached and returned. The distal tip of glass shows severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks, and signs of melting. Based on device analysis, the potential for forward firing may exist. The probable cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of cause cannot be traced to device was assigned to this investigation.

Event description:
It was reported that during a prostate procedure, tip break was noted after 260,000j and 29 minutes of fiber use. A second fiber was chosen to continue with the procedure; however, tip rotation was absent at 400,000 and 46 minutes of fiber use. The tip of both fibers were not cleaned during the procedure. The case was completed with a third fiber. The patient's condition following procedure was reported as stable.